Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to multisystem organ failure. It was also reported that the pt's pump was functioning at the time of her cardiac arrest; however, she went into septic shock likely due to her driveline infection/bacteremia.

Manufacturer narrative:
The pump will not be returned for eval as an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.